Event description:
Pt was undergoing a liver biopsy and while the procedure was being performed, the catheter broke leaving a portion of the catheter in the pt. Pt required a second procedure to remove broken catheter piece.